Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked were noted.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 108 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.